Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "periprosthetic shell stage 4".

Event description:
Healthcare professional reported via regulatory agency right side "periprosthetic shell stage 4", the breast is very hard in consistency, deformed, painful to the touch and round in shape. The device has been explanted.